Manufacturer narrative:
See MDR 1920664-2007-01262 for the intraocular lens used with this delivery device.

Event description:
The plunger of the delivery device bent the trailing haptic during the insertion of the lens into the patient's eye. The lens was removed and replaced with no consequences to the patient.